Event description:
Complaint notes: 1 high rate non-sustained episode on (B)(6)2020. Ventricular oversensing on episode #14. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).